Event description:
In a pt with transient complete atrioventricular block, who was to receive a pacemaker and a lead, the physician punctured the left subclavian vein and attempted to advance the wire guide toward the central vein. However, the wire guide would not advance further than the superior vena cava. Resistance was encountered during withdrawal, allowing wire guide retraction, resulting in elongation and bending of the coiled portion of its tip, although not separating. The attempt to free the wire guide tip by advancing the puncture needle failed. The puncture needle was removed in an attempt to withdraw the wire guide, however, it also failed. Succesive attempt to insert a sheath over the wire guide was not successful. Another attempt to withdraw the wire guide alone resulted in a 1-2cm tip separation, which remained within the pt. Placement of the pacemaker lead was completed with a mpis replacement.

Manufacturer narrative:
Evaluation: a visual examination of the returned complaint device and also the returned photo image, which showed the location of the separated segment, confirmed separation of the coil from the distal weld ball, with complete coil elongation throughout the entire length. Further examination also confirmed the distal weld ball to be missing. Based on the info provided, it is feasible to suggest that during the removal of the wire guide, inadvertent contact was made with the needle bevel. We can advise that per the attached caution label, scor889, it states: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. "We can advise this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.